Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The pt is a (B)(6) male who presented with an ruptured aneurysm on the posterior communicating artery. The aneurysm was coiled on (B)(6) 2014 and on (B)(6) 2014, the pt presented with vasospasm and was treated with nimodipine and monitored with transcranial dopplers. The vasospasm was recovered on (B)(6) 2014. The vasospasm was reported as serious adverse event which required hospitalization of the subject or prolongation of existing hospitalization.